Event description:
It was reported that the patient assist activator's batteries only lasted a few months and when the patient went to use it, it did not work. It was showing that it had a low battery. Patient services (ps) will mail new batteries. The patient also complained that their incision was still red and sore and could not be touched without experiencing pain. Ps referred the patient to their physician regarding their incision. The activator remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2014: it was further reported by the patient that the replacement batteries that were received only lasted a few months. The patient does not drive and has had to call twice regarding the batteries not lasting past 2 months. The patient stated they were unable to flag an event when experiencing chest pain. The patient also stated when waking up in the morning, they cannot speak or move their legs. The patient also stated that the implant gets hot and sends out a shock, which makes the patient screen and feel pain. Technical support (ts) explained to the patient that the activator is not capable of providing therapy and referred the patient to their doctor. A replacement activator will be sent to the patient and a return mailer to send the old one back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 9539, serial# (B)(4).